Event description:
As reported by hosp in (B) (6), the peel-away sheath packaged with the dialysis plus catheter would not tear away correctly. The case was completed with a new sheath. There were no pt complications. It was reported that the used device would be returned for eval.

Manufacturer narrative:
Although it has been reported that the used device will be returned for eval, it has not yet been rec'd. Upon receipt of the sample/completion of the investigation, a f/u medwatch will be submitted. (B) (4).